Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso). "The patient in this report underwent a low anterior resection with no intraoperative reported problems or complications. No device related issues were reported during the procedure. The patient developed pain, had an elevated crp, and was given antibiotics. The addition of antibiotics presumes an infection was present although the exact cause and source of the infection was never determined. An ileus was also confirmed and the patient required tpn. Based on the information provided, there is no evidence either of these complications were related to the jura device, the jura procedure, or the da vinci device. An ileus is a well-known complication of a low anterior resection. Additionally, post operative infections are well-known complications of low anterior resections which may be further subclassified based on their location such as pelvic abscesses, surgical site infections, etc. Although the type of infection and source is never identified in this patient, both the ileus and the infection must be considered as possibly related to the da vinci procedure (low anterior resection) as no exclusionary information is provided. Zaman s, mohamedahmed ayy, ayeni aa, peterknecht e, mawji s, albendary m, mankotia r, akingboye a. Comparison of the colonic j-pouch versus straight (end-to-end) anastomosis following low anterior resection: a systematic review and meta-analysis. Int j colorectal dis. 2022 apr;37(4):919-938. Doi: 10.1007/s00384-022-04130-w. Epub 2022 mar 19. Pmid: 35306586." Additional patient information: height 173 cm., body mass index (bmi) 21.0 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted and jura low anterior resection procedure. Three days after surgery, the patient developed abdominal pain. Laboratory testing revealed a c-reactive protein (crp) level of 350; there were no signs of anastomotic leakage. Cefazoline and metronidazole were initiated. Total parenteral nutrition was started on post-operative (pod) #8 due to a paralytic ileus. The feeding tube was removed two days later. Antibiotic therapy was discontinued on pod #8 at which time the event was reported as resolved. The patient was discharged from the hospital on pod #13. The index procedure was completed without intra-operative complications. There were no reported malfunctions of the da vinci or jura systems. The study investigator reported the event as mild severity, a serious adverse event (requiring hospitalization), anticipated, a clavien-dindo grade ii, not related to the study procedure, not related to the patient's underlying disease status, not related to the jura system, and not related to the da vinci system. The event resulted in prolonged hospitalization.